Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. We did receive performance data collected from the device and have analyzed the data. The battery voltage was battery depletion indicated/eri (elective replacement indicator). The time of rrt (recommended replacement time) in save to disk on (B)(6) 2012 device rrt less than equal to 2.6251 volt. Weekly battery voltage trend data shows min bat equal to 2.628 to 2.615 volts between (B)(6) 2012. Patient alert for low battery voltage on (B)(6) 2012.